Event description:
It was reported by service report that allegedly the footboard was not powering up as a result of not being properly seated on the connector. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard not properly seated on the connector. Conclusion: footboard properly seated on the connector.